Event description:
A device report from (B)(6) indicated a hospital in (B)(6) reported: during a procedure for a patient with a brain tumor: two screws broke upon insertion. One screw, the tip was broken, the second screw the screw head was chipped off. No further information is available. This is 2 of 2 reports for this event.

Manufacturer narrative:
Device used for treatment and not diagnosis. Without a lot number the device history records review could not be completed. The investigation could not be completed; no conclusion could be drawn, as no product was received.